Manufacturer narrative:
The device was received not deployed. The pod did not beep during the beep test, and the kill switch was observed to be pushed in. The download data showed that the pod delivered 0 pulses and generated an 0x34 processor reset alarm in pod state 1, indicating it alarmed immediately upon fill. No damages or deficiencies were observed that would result in a communication error or an 0x34 alarm, and the cause of the 0x34 alarm could not be determined. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.

Event description:
It was reported the patient's blood glucose level rose to greater than 22.2 mmol/l (400 mg/dl) while wearing the pod between 1 and 4 hours. The pod reportedly was leaking from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.